Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having pain and discomfort around the implantable cardioverter defibrillator (ICD) pocket. The pocket revision was performed. The device remains in use. No further patient complications have been reported as a result of this event.